Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temperature - no physical damage) issue. The reporter stated that the pump was hot because the battery was hot. The reporter stated that the user replaced the battery, and the issue resolved. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-aug-2019 with the following findings: a review of the pump black box or download history showed no activity related to a temperature issue; no sudden drops in voltage readings was observed. There was no data in the black box from the time of reported issue. The data had been overwritten due to continued use of the pump. The pump powered on and was exercised for 24 hours with no warnings, overheating, or power loss duplicated. The pump electrical current draws were within specification. The pump¿s cover was removed and no evidence of moisture or damage were observed to the power components. The complaint of a temperature issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed a cracked battery compartment and a dim display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.